Manufacturer narrative:
Other applicable components are: product ID:9 77a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient experienced a return of pain and was unable to detect paresthesia even when amplitude was increased. The rep reported that an impedance check was performed in the clinic and the results showed impedances greater than 40,000 on multiple contacts of the left lead, including the contacts that were being used for the patient¿s current programming. The rep reported that the contacts with high impedances would change with patient position changes. The rep reported that contacts 0 and 1 were the only ones within normal range in all patient positions. The rep reported that performed reprogramming utilizing the lead that didn¿t have impedance issues. The rep reported that they informed the physician¿s assistant (pa) of the issue and he didn¿t feel the need for x-rays or other diagnostics. Additional information was received from the patient on (B)(6) 2017. The patient reported that he began feeling ¿bee stings¿ in his back and burning, but stimulation was working, though it started shocking/being constant in the right leg and wasn¿t working in the left. The patient reported that he informed and had been working reps. The patient reported that he met for an adjustment, and it was tweaked a little higher. The patient later reported that it wasn¿t working at all. The patient reported that he used to feel it if he were to yawn/sneeze/cough/stretch. The patient reported that he had to turn it up quite a bit to feel it now (should be a 4 but up to like 5.9), so he had problems driving and the ¿left leg was not getting very good.¿ the patient reported that he was back on medicine which could be drifty, since the pain wasn¿t being relieved. The patient reported that he contacted the reps since it wasn¿t working and they suggested turning it up to feel stimulation. The patient reported that over the phone with a rep he had it up to like 8 and then it must¿ve caught and he was lit up. The patient reported that he met with a rep again who said that a lead was broken, so it was reprogrammed to the other lead, which was a little further from the spine and took more to get it to work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it was suspected that there was a partially fractured lead as contacts 7, 3 and 4 would move in and out of normal impedance range based on the patient's body positions; contact 6 had high impedances in all positions but all other contacts stayed within normal range in all positions. It was unknown at which location the suspected lead fracture was in, but the patient was programmed using contacts 6 and 7 when he met with the rep. The patient was reprogrammed utilizing the lead that had no impedance issues and the rep removed the program that was using the lead with the suspected fracture. The rep explained to the patient that it would be normal to increase the amplitude on the new program to a number higher than the previous program as leads may lay differently in the epidural space and this in turn could result in more frequent recharging. The patient was able to detect parasthesia when desired, but mostly in the right leg now as opposed to bilaterally as before. The patient reported that his pain had improved but he was not getting as much relief as he was getting with the previous program. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis found product ID: 97714 had no anomaly on. Analysis found product ID 977a260 lot# (B)(4) had a stim lead/body/conductor/broken/at injex anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that the patient's left lead has high impedances on all contacts. Impedances were checked and confirmed that the left lead has impedances over 40, 000 on all contacts. Physician ordered x-ray that show no obvious signs of lead fracture. The patient has not been able to get adequate pain relief with the use of the right lead. The patient was reprogrammed using only the right lead. Several groups were tried to see if adequate pain relief could be achieved using the right lead. The patient reported that the groups were all unsuccessful. The physician is going to schedule a possible revision/replacement of the lead and/or possibly the battery. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative. It was reported that a procedure was scheduled for (B)(6)2017. It was reported that the doctor may replace the leads, battery, or possibly both. Cause has not been determined.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the device was removed on (B)(6) 17 as there was a lead fracture. No further complications were reported or anticipated,

Manufacturer narrative:
Correction to conclusion code for lead (serial number: (B)(4). Conclusion code associated with this product is 4315. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reporting that about 1 year ago the lead broke. The leads were not working right and something was not working with the ins. Everything was replaced. The consumer was happy with their current system. No further complications were reported.